Event description:
The hospital reported that during a coronary artery bypass procedure, a small rubber piece of insert for drive mechanism was missing. It is not known if it fell on the floor, in the patient or was not on device when taken from the package. A replacement suture holder was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.